Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination found no indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of procedural damage.